Event description:
The customer reported a false positive beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the access total bhcg assay used in conjunction with the unicel dxi 600 access immunoassay system. The false positive result was released from the laboratory. The customer stated there was no patient impact associated with this event. An additional sample was collected from the patient and generated negative results for the qualitative and quantitative test methodologies. The patient also submitted a urine sample for qualitative testing which produced a negative result. The laboratory cutoff value for positive qualitative bhcg is 10 miu/ml. The customer indicated, as part of instrument verification, a 10-point precision study, with the sample in question, was performed; all results were negative. The customer stated controls were within range on the day of the event. System check also passed within specification. No system issues were noted. The patient's samples were collected in the emergency room (ER) in becton dickinson (bd) gel separator tubes. The customer was uncertain if the sample tubes were centrifuged on the automation line power processor or on another centrifuge in the laboratory. The customer indicated the instrument was in normal operation.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.